Event description:
Boston scientific crm received info that this implantable right atrial (ra) lead was oversensing ventricular activity on the atrial channel. All lead measurements were within range and stable. The sensitivity was changed to .5 mv and the blanking was also adjusted.